Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned

Event description:
The patient underwent orif surgery for passing fracture of left distal humerus with variax elbow. Patient's bone was hard so surgeon shaved medial side of humerus for insertion guide wire. Abnormal noise was heard and the broken piece of the tap was found in medullary with x-ray. Surgeon decided that he was not able to remove the broken piece and inserted the screw without removal of broken piece.

Manufacturer narrative:
The reported incident that the cannulated tap asnis iii ø4.0mm ao fitting was broken during surgery (s-11 / breakage during surgery) could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. The device inspection revealed that the tap looks in a good condition but the tip of the threaded part is broken / missing. The laser-marked text on the surface of the tap is rusty. The tip is broken, almost at the end of the threaded part, while the rest of the threads look well preserved. The inner surface is quite rusty and full of scratches, most likely due to the usage of the tap ¿ inserting and extracting devices within the cannulation. The breakage surface is smooth with a few cracks and signs of rust, which typically presents a pattern consistent with fatigue fracture. Such a fracture can occur without overloads or under normal operating conditions, and it usually begins with a microscopic crack that grows as force is applied repeatedly on the device. The affected tap was manufactured in 2000, more than 15 years ago and is considered a multiple-use device. Since then it has gone through multiple uses and cleaning processes. However, excessive usage of the tap could burden even more its integrity, which could be compromised, and as a result lead to such a breakage. In the cleaning and sterilization guide it is written that ¿stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.¿ if the tap has not been used carefully it is quite possible to have reached the end of its life sooner as expected. Please follow the cleaning and sterilization guidelines to check proper functionality of the device and always keep in mind that ¿in case of failure, the instrument must be replaced and not be used.¿ a deviation from the instructions for cleaning and sterilization could also affect the device`s body. The IFU clearly states that ¿instruments which are supplied in a non-sterile condition must be subjected to an appropriate cleaning and sterilization process before use.¿ ¿the guidance concentrations and times for device immersion in the cleaning solutions and/or disinfectants given by the detergent manufacturers shall be observed. If these concentrations and times are exceeded significantly, discoloration or corrosion could occur with some materials. This could also happen if rinsing after cleaning and/or disinfecting is insufficient. For cleaning or disinfecting medical devices only specifically formulated cleaning agents and/or disinfectants should be used.¿ the tap is made out of steel and if it has not been used carefully and under appropriate cleaning conditions, it is quite possible to become rusty. As a consequence such a corroded surface will not allow the tap to perform according to the specifications. The visual inspection revealed evident signs of corrosion on the devices` surface. Such signs indicate that the tap has not been maintained properly all these years, and as a consequence, its integrity was compromised. In the cleaning and sterilization guide it is advised that, ¿before preparing for sterilization, all medical devices should be inspected. All parts of the devices should be checked for visible soil and/ or corrosion.¿ and in all cases ¿the indications, instructions and warnings provided by the supplier of the cleaning agent and/or disinfectant should be followed.¿ such a slightly altered and corroded surface, in combination with violent moves - from devices being inserted and extracted within the cannulation of the tap - and even the existence of hard/dense bone, could definitely deform the tap and lead to a breakage, as the one reported. Therefore, please be aware of what is written in the IFU: ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument! Only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. Always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry.¿ users should always read the instructions provided before using a specific instrument/implant. The manufacturing documents of the affected tap were reviewed and no deviation from the specifications was noted, therefore a manufacturing or material related issue can be excluded. The device has been used for more than 10 years, and since carelessness was identified during usage and cleaning, it is apparent that such a breakage could occur. Based on all these statements, the potential root cause would be attributed to a user related issue. The breakage was most likely caused by mishandling of the device during the cleaning process combined with aggressive usage of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The patient underwent orif surgery for passing fracture of left distal humerus with variax elbow. Patient's bone was hard so surgeon shaved medial side of humerus for insertion guide wire. Abnormal noise was heard and the broken piece of the tap was found in medullary with x-ray. Surgeon decided that he was not able to remove the broken piece and inserted the screw without removal of broken piece.